Manufacturer narrative:
According to the reporting facility, the product is not available to be returned for evaluation. As the product lot number is unknown, the device history record was not able to be reviewed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. A review of nonconformances and capas found no similar events that would have contributed to the reported event. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the left (os) eye, the trailing haptic of the iol detached upon insertion into the patient's eye. The 2.65mm incision was slightly enlarged for iol removal, however, the enlarged incision size has not been provided by the reporting facility. A back up lens of the same model and diopter was successfully implanted. No sutures were necessary. No further complications were experienced and the reporting facility indicated there was no patient injury. In the physician's opinion, the most likely cause of the iol damage was the lens was stuck in the delivery device.